Event description:
It was reported that this patient had a device check performed while in the hospital. The patient had an intrinsic rhythm of approximately 40 beats per minute. Right ventricular (rv) pacing inhibition was observed and the rv lead pacing impedance measurements were noted to have ranged from the approximately 600 ohms to 700 ohms range up to over 2000 ohms over the past two months, which is high and out of range. The current pace impedance measurements were indicated to fluctuate from 1500 ohms to 2000 ohms. Also, the rv threshold was noted to be 2.5 volts at 0.5 milliseconds, which was higher than the previous measurement value. The physician indicated that this rv lead had an incomplete conductor fracture. In response, the rv pacing output programming was increased to 5.0 volts at 0.5 milliseconds and proper pacing was confirmed. The patient was admitted to the hospital for consideration of a rv lead replacement and possible associated device replacement, as the device was noted to have less than nine months of longevity remaining. The products remains in-service at this time. No additional adverse patient effects were reported.